Event description:
It was reported the patient's blood glucose level rose to 371 mg/dl while wearing the pod between 24 and 36 hours. In addition the patient reports the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7.

Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. The top housing was observed to be discolored. Once the housing was removed, multiple components were observed to be damaged, including the piezo, underside of the top housing, ratchet gear, piezo spring, reservoir cap, and mechanism rail. Due to the alignment of the damage to the top housing and the damage to the internal components, this damage was determined to be post use damage. Corrosion was observed on the linkage assembly, mechanism spring, mechanism rails, and top and bottom batteries. Due to internal corrosion a leak test was attempted. Fluid was found to be leaking above the plunger. The investigation could not conclusively determine if this leaking was caused by the post use damage. Fluid was also observed to be leaking from the nail head of the soft cannula. Investigation also could not confirm if post-use damage contributed to this cannula leak. All attempts to download the pods data were unsuccessful, and all three batteries were found to have lower than expected voltage. The investigation determined the corrosion observed on the pcb assembly caused the data loss. Without the pods data, the investigation could not confirm that the pod generated a hazard alarm. The investigation could not determine if the observed leaks from the soft cannula nailhead and the reservoir contributed to the reported event. The investigation was able to determine that the leak from the naihead and the reservoir contributed to the observed corrosion on the internal components of the device and data loss.